Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the received blade is damaged at the tip as well as at the shaft. Functional test: a functional test was performed with a test impactor and did not show any abnormalities, the blade could be locked and unlocked without any difficulties as intended. The reported malfunction could not be replicated. Therefore this complaint is classified as not confirmed. Summary: our investigation has shown that no product related issue was identified, therefore the complaint condition for this device is rated as unconfirmed. A functional test was performed and did not show any abnormalities. The blade could be locked and unlocked without any difficulties. No malfunction could be detected. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device history lot, part: 04.027.053s, lot: 1l70043, manufacturing site: bettlach, supplier: (B)(4), release to warehouse date: 01.oct.2018, expiry date: 01.oct,2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation surgery with the proximal femoral nail antirotation ii (pfna). After inserting the pfna-ii blade, the surgeon was unable to turn an unknown impactor clockwise to lock the blade. Thus, the surgeon extracted the blade and checked to find the locking mechanism did not work. The surgeon re-drilled the bone and inserted another blade with the same size and was able to lock it. The sales representative washed and checked the blade after the surgery. It could be locked without any problem at that time. The procedure was completed with no adverse consequence to the patient. Concomitant devices reported: unknown impactor (part# unknown, lot# unknown, quantity# 1) and unknown pfna-ii nail; (part# unknown, lot# unknown, quantity# 1). This report is for one (1) pfna-ii blade l90. This is report 1 of 1 for (B)(4).